Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (4 mg/ml; dose unknown by reporter) via an implanted pump. The indication for pump use was spinal pain. On 30-dec-2015 it was reported that the patient was being seen for a pump refill and they noticed that the drug concentration programmed at the last refill was programmed as 0.4 mg/ml and should have been 4 mg/ml. With the drug concentration programmed at 0.4 mg/ml and the dose of 0.1 mg/day, the patient was actually receiving 1 mg/day. No patient symptoms were reported. The date of the event and serial number of the programmer used were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.